Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02688, 3006705815-2020-02689. Additional information received indicated the reported issue has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02688, 3006705815-2020-02689. It was reported the patient experienced pain in their right lower extremity following a permanent implant procedure. The reported pain occurs intermittently. Later, reprogramming was performed, reducing the reported pain. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.